Event description:
In this complaint in litigation, it was reported: "in 2002 - patient underwent abdominal myomectomy and lysis of adhesions. Placement of gynecare intergel. In 2003 - pt underwent abdominal myomectomy. Placement of gynecare integrel. Five months late - pt underwent laparoscopy; lysis of adhesions and multiple biopsies on the peritoneum, ovary, uterus and chromopertubation." Additional information provided in 2005 noted that "patient reports that integrel caused their post-operative complications." Review of pt's medical records noted in 2002 the pt underwent an abdominal myomectomy and lysis of adhesions for multiple fibrois, dysfunctional uterine bleeding and pelvic pain. At the end of the procedure after the final adhesions from the fallopian tube were removed gynecare integrel was placed. This operative report was dictated and typed in 2003. There is an additional note but no operative noted dictated stating that thirteen days ago the pt was admitted for abdominal myomectomy and discharged three days later. Four months later there is a note stating that the pt has pelvic pain and a history of fibroids status post myomectomy used intergel. Bacterial vaginosis was also diagnosed. Two months later it states that the incision is intact. One month ago the pt underwent a laparoscopy, lysis of adhesions, multiple biopsies on the peritoneum, ovary and uterus, chromotubation. The note states that there were some filmy adhesions and there were "multiple areas with brown pigmentation spots consistent with some residual intergel but no masses were encountered." These areas are noted in the chart to have been biopsied. There is no pathology report. There is a note from their physician dated 2004 which states that during 2003 myomectomy gynecare intergel was used. The note goes on to say that if their pain is persistent they may need another surgery.

Event description:
In litigation, it was reported: "12/26/02 - pt underwent abdominal myomectomy and lysis of adhesions. Placement of gyne care intergel. 2/6/2003 - pt underwent abdominal myomectomy. Placement of gynecare intergel. 7/30/2003 - pt underwent laparoscopy; lysis of adhesions and multile biopsies on the peritoneum, ovary, uterus and chromopertubation." Additional info provided on 4/8/2005 noted that, "pt reports that intergel caused her post-operative complications." Review of pt's medical records noted on 12/6/02 the pt underwent an abdominal myomectomy and lysis of adhesions for multiple fibroids, dysfunctional uterine bleeding and pelvic pain. At the end of the procedure after the final adhesions from the fallopian tube were removed, gynecare intergel was placed. This operative report was dictated on 2/19/2003 and typed on 2/19/2003. There is an addditional noted but no operative note dictated stating that on 2/6/2003 the pt was admitted for abdominal myomectomy and discharged on 2/9/2003. On 6/6/2003 there is a note stating that the pt has pelvic pain and a history of fibroids status post myomectomy used intergel. Bacterial vaginosis was also diagnoses 8/21/2003 it states that the incision is intact. 7/23/2003 the pt underwenta laparoscopy, lysis of adhesions, multiple biopsies on the peritoneum, ovary and uterus, chromotubation. The note states that there wre some filmy adhesions and there were "multiple areas with brown pigmentation spots consistent with some residual intergel but no masses were encountered. These areas are noted in the chart to have been biopsied. There is no pathology report. There is a note from her physician dated 2/9/2004 which states that during a 2/6/2003 myomectomy gynecare intergel was used. The note goes on to say that if her pain is persistent she may need another surgery. Update: addditional info provided on 5/9/2005 noted that there is an or note on 7/30/200. The pt was undergoing a laparoscopy, lysis of adhesions, multiple biopsies on the peritoneum, ovary and uterus and chromotubation. The preoperative diagnosis was "pelvic pain, status post laraparotomy with intergel use, pain has been persistent." Post op diagnosis was "same plus mild adhesions and probably residual intergel substance." It is noted in the operative report that "there wer multi0le areas with brown pigmentation spots consistent with some residual intergel but no masses were encountered." The pathology shows dense fibroconnective tissue, no specific abnormality noted.